Event description:
A high reading issue was reported with the adc device. The customer received unspecified high sensor scan results compared to unspecified blood glucose tests on the adc meter. As a result, the customer experienced sweating and a loss of consciousness, requiring third-party treatment of a sweet drink. There was no report of death or permanent injury associated with this event. A sensor scan result of 17.00 mmol/l was obtained and compared to a blood glucose of 6.00 mmol/l on the adc meter. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.